Manufacturer narrative:
An event of pericardial effusion spanning the heart was reported. A more comprehensive assessment could not be performed as the device sjm masters series coated aortic valved graft was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 27mm sjm masters series coated aortic valved graft was implanted. On (B)(6) 2021, via echocardiogram a pericardial effusion spanning the entire heart was noted. A pericardiocentesis was performed and 480ml of bloody secretion was removed without any complications. The patient was transferred back to the normal ward after spending some time in the intensive care unit (ICU). It is though that the pericardial effusion was due to a inflammatory reaction to the surgery. The patient was discharged on (B)(6) 2021. (Crd_992 - valved grafts pas; eu0123 -303; r643214001).

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.